Event description:
It was reported that the patient experienced a headache, a possible cerebrospinal fluid (csf) leak, and a blood patch and dose increases were performed. The patient initially experienced a headache of "mild" severity on (B)(6) 2012 and (B)(6) 2012. A blood patch was performed on (B)(6) 2012 and dosage increases were performed on (B)(6) 2012 and (B)(6) 2012 for headache treatment. It was later reported the patient had a possible csf leak related to the headache. The headache was noted to be without recurrence as of (B)(6) 2012 and the patient outcome was reported as of that same date to be "resolved without sequelae" the medication in the pump was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).